Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation from her scs system. An sjm representative met with the patient and was able to provide satisfactory stimulation; however, the patient's physician decided to revise the patient's lead to obtain improved stimulation coverage. The patient experienced a csf leak during the revision procedure to reposition her scs lead on (B)(6) 2015. Subsequently, the patient's physician explanted the lead, sutured the dural tear and ended the revision procedure. The patient developed a headache following the procedure and remained hospitalized for one day after which time her headache had reportedly resolved.